Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient received unspecified outpatient treatment for the event. At the time of this report the patient was not recovered from this peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.